Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to moisture damage on the keypad traces. There was no button error alarm. There was no moisture damage on the electronic assembly. The numbers did not ramp up and the scroll bar did not move without input. The pump had cracked display window corners. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was 64 mg/dl. The customer stated that he was working outside and the pump was on his waistband and was exposed to moisture. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.